Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 the pt underwent a hernia repair surgery with implantation of a bard composix kugel hernia patch. On (B)(6) 2008- the patient began to experience hypotension and was brought to the operating room, where a perforation in the small bowel was discovered. The patient became profoundly hypotensive. It is alleged that the patient had to endure multiple surgeries and suffered from sepsis, acute renal failure, dvt, intra-abdominal abscesses, candidal peritonitis, mrsa peritonitis, small bowel fistula, and large abdominal wound.

Manufacturer narrative:
Inconclusive, currently it is unk if the device may have caused or contributed to the alleged events. Medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained this report will be updated.